Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse located the system to be repaired. Then, the fse dismantled the system and performed further investigation and found a leak 9 volt battery. In order to fix the issue, the fse replaced the battery. The fse then performed several tests and everything works as per normal. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine start up check, the cardiosave intra-aortic balloon pump (iabp) unit was noisy at power supply. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.